Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the package of the endotracheal tube is not sealed.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the package was not sealed. Based on the visual exam the complaint was confirmed. A non-conformance was opened to investigate the issue.

Event description:
The customer alleges that the package of the endotracheal tube is not sealed.